Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had received medical attention from their endocrinologist for skin infection on (B)(6)2023. Symptoms reported include pain and an infection on the pod site. The patient was prescribed doxycycline to take twice a day for ten days. The patient was also prescribed 2 creams for their infection, but the patient did not recall what the name of the creams were. The patient removed the pod on (B)(6)2023. The patient has discarded the pod. We were unable to reach the patient after three good faith effort attempts were made.